Manufacturer narrative:
Received one (1) used b3300 clave and one (1) used 3 ml syringe for inspection. As received, the slit propagated through the top surface of the seal. The clave was leak tested and found to be leaking. The syringe was measured and found to be compatible with the clave. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device. The dfu states: "the clave connector is compatible with luers with an internal diameter (ID) between .062 inch and .110 inch." Although the returned mating device was compatible, it is unknown what other devices were used to access the clave. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a clave¿ neutral connector generated a leak during patient use. It was reported, "nad on PICC medication tubing started leaking. K+ nder + zosyn potentially lost in the process. Md required giving new dose of zosyn to make up for missed/leaking dose". There was no patient harm reported.